Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed that the bearings had fallen out of the syringe driver. The bearing seal on the lower left guide rail had broken out leading to the bearings falling out. Therefore, the syringe driver assembly was replaced. Subsequently, the device passed all testing.

Event description:
The device user (du) reported that the syringe driver was not infusing. The clinical specialist (cs) initiated a video call. The du mentioned that the bearings had fallen out of the syringe driver and was concerned that the medications were not infusing. It was noted that at the beginning of the case, the silver knob on the syringe driver was stuck and the du needed to clean it with warm water to get it loose. The du was turning the black knob and said it wasn't doing anything. They stated it felt loose and no medications were moving. The cs had the du adjust the silver knob by moving it very slightly up and it re-engaged. The black knob was noted to be tighter. Afterwards, the black knob was confirming to be turning and moving and the medications were infusing.